Event description:
It was reported that the delivery system kinked. A 23mm lotus edge valve was selected for implant. During the procedure, the lotus edge valve delivery system kinked when exiting the isleeve introducer in the descending aorta. The device was removed and new 23mm lotus edge valve was prepped and implanted without incident. There were no patient consequences reported.

Manufacturer narrative:
The lotus edge valve and delivery system were received for analysis. The lotus edge valve and delivery system were returned fully sheathed with the nosecone over-seated. A kink was noted to the outer sheath on the outer curve of the delivery system at 6.3cm proximal from the tip of the outer sheath. The multi-lumen extrusion, outer sheath and guidewire ports were each flushed with 15ml saline before the valve was unsheathed. No issues were noted with the valve components and the valve was successfully locked and released using the handle mechanism. No other issues were noted during device analysis. Procedural angiographic media was provided to assist in the investigation and was reviewed by a boston scientific quality engineer. During the recording of the case, the lotus edge valve delivery system is advanced into an isleeve introducer sheath, maintaining the s-shape on the catheter. The operator wets the catheter as it is advanced, while the isleeve introducer sheath is continuously flushed. The lotus edge valve delivery system is observed in the descending aorta after exiting the isleeve introducer sheath. The physician rotates the delivery system to place the radiopaque marker on the outer most curvature of the anatomy, however, it is noted that the outer sheath is kinked. The device is successfully withdrawn. The remaining minutes of the live case show the successful completion of the procedure with a second lotus edge valve.

Event description:
It was reported that the delivery system kinked. A 23mm lotus edge valve was selected for implant. During the procedure, the lotus edge valve delivery system kinked when exiting the isleeve introducer in the descending aorta. The device was removed and new 23mm lotus edge valve was prepped and implanted without incident. There were no patient consequences reported.